Event description:
The customer reported via phone call that they had physical damage to the insulin pump. Customer reported a crack located at the bottom of the insulin pump. The customer stated the damge was from normal wear and tear. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with detached end cap. Unable to perform displacement testing due to detached end cap. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, scratched lcd window, minor scratched case, cracked case at display window corner, scratched reservoir tube window and stained end cap sticker